Event description:
Complainant alleged that the device would not power up. Complainant did not indicate that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical and the malfunction was duplicated. The problem was isolated to the system board. The customer declined the repair and the device was returned to the customer. The system board was not returned to zoll medical united states.